Manufacturer narrative:
Other: headboard.

Event description:
It was reported by service report that the head board needed to be rebuilt. It is unk if there was pt involvement or if there are adverse consequences to report.